Manufacturer narrative:
A review of the data showed that the initial positive results were true positive results. There was good amplification in the pcr curves. For patient 1, the discrepancy is between the original sample and the re-collected sample. Both the original and re-collected samples were repeated and generated the same result each time. The discrepancy may be due to interferants in the sample or sample collection. For patient 2, the discrepancy may also be due to interferants in the sample or sample handling/preparation. No systemic product problem was identified.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results with 2 samples when using the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. Patient 1 sample was initially tested on the cobas liat (sn: (B)(4) and generated sars-cov-2 positive, influenza a/b negative results. The same sample for patient 1 was repeated on the same device and the result was sars-cov-2 positive. A new sample was collected and repeated on another cobas liat (sn: (B)(4) and generated negative results. The same recollected sample was repeated on the original cobas liat (sn: (B)(4) which generated negative results. Patient 2 sample was initially tested on the cobas liat (sn: (B)(4) and generated sars-cov-2 positive, influenza a/b negative results. The same sample for patient 2 was repeated on another cobas liat (sn: (B)(4) and the results were negative. The results were reported out. No harm has been reported. An investigation was conducted to evaluate the customer¿s allegation. Per FDA¿s eua guidance, 2 mdrs will be filed.